Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported racks and chipping of the distal tip during service / maintenance (not in a clinical setting) involving an olympus bronchovideoscope. The customer suspected that the cause of the [xxxxx] was due to fluid invasion. There was no patient injury reported.